Event description:
It was reported that the patient suffered a stroke at the end of the implant procedure. The procedure was completed and the devices remain implanted in the patient. The patient was admitted to hospital for treatment and will be treated by cardiologist.